Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an "auto fill failure" alarm generated. The console stopped pumping. The indication for use was hemodynamic support. There was no reported injury to the patient.

Manufacturer narrative:
Patient weight should have been included in the previous emdr submission. Patient weight added to section. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an "auto fill failure" alarm generated. The console stopped pumping. The indication for use was hemodynamic support. There was no reported injury to the patient.